Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that insulin was flowing "a lot slower" during the fill tubing sequence. Reportedly, customer was using aspart insulin. Tandem technical support educated customer regarding cartridge/ insulin labeling. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) level ranged from 47 mg/dl to 360 mg/dl; cause was unknown. Customer consumed juice to address low bg. Reportedly, customer continued to use the pump for insulin therapy.